Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 28 x 2.50mm taxus¿ liberté¿ stent was selected; however, the device was unable to cross the target lesion. No patient complications were reported. The patient's status was stable. However, returned device analysis revealed stent damage and shaft hypotube break.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found damage. The distal strut rows were pushed proximally. This type of damage is consistent with the stent meeting resistance upon advancement. There was also damage noted to the struts on row 8 from the proximal end where the struts were lifted. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft hypotube break located 234mm from the strain relief. The hypotube was kinked in the region of the hypotube break. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).